Event description:
Philips received a complaint by the customer on the v60 indicating that a 111d "mc pcba adc failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The remote service engineer (rse) performed troubleshooting with the customer and confirmed the 111d error in the event log. The rse informed the customer that the manufacturer recommends replacing the motor controller (mc) printed circuit board assembly (pcba) and provided the customer with the part number and price of the mc pcba for repair. Investigation is ongoing

Manufacturer narrative:
Per good faith effort (gfe) response, the device was actually not in patient use at the time this issue was discovered as the issue was found during device cleaning and testing. The biomedical engineer (bme) ordered the replacement motor controller (mc) printed circuit board assembly (pcba), and upon receiving the new part, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.